Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of receiving error message ¿air in line¿ with the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21026618 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 25feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the air-in-line alarm went off while the as lvp 20d 3ss cv tubing was in use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we received another complaint about error message ¿air in line¿"